Manufacturer narrative:
(B)(4).

Event description:
It was reported patient had loss of therapeutic effect following a fall. Patient fell and hit his head. Patient stated that stim had not been working since the fall. At the time of this report, no further details were reported. Additional information was requested and will be provided when available.